Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-12379. Reference MFR report: 1627487-2018-12445. It was reported an infection was suspected. The ipg incisional site was cleansed and closed. The patient was given antibiotics over the course of several days to address the suspected infection. The skin where the leads and ipg were implanted was altered. Antibiotics did not resolve the issue and infection was later confirmed. In turn, the patient¿s system was explanted. Patient is getting better. Physician will decide a treatment plan depending on the patient's condition.